Event description:
The peritoneal dialysis nurse reported a fluid leak inside the cassette door when the pt was breaking down the machine after treatment. The pt went on manuals since the leak was noticed. Effluent remained clear. The white blood cell count was 33. The pt took gentamicin 60mg for two weeks intraperitoneally. The pt did not have any health complications.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.